Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.75mm rotapro and rotawire drive were selected for use. During removal, it was noted that the burr became stuck with the rotawire and was unable to be removed.the burr and wire were removed together and the procedure was completed with another of the same device. There were no patient complications reported.